Manufacturer narrative:
Device evaluation: the laser fiber was connected to the test system to observe the pilot light. Approximately 90mm from the distal end of the probe umbilical, red light could be seen emanating from within the probe umbilical. The presence of red light within the umbilical indicates a break in the laser fiber. The distal end of the probe was imaged with the pilot light connected and it was observed that when compared to a sidefire probe connected to the same system without a pilot light the amount of red light that exits the distal tip of the probe is reduced.

Event description:
It was reported that during testing at suny, a probe was opened and it was noted that the laser fiber was broken and the clinical specialist could see the pilot light through the woven sheath. There were no patient complications as no patient was involved.